Manufacturer narrative:
The reported field event of extended charge time was confirmed by reviewing the data in the device image. Interrogation of the device revealed the device was above elective replacement indicator (eri) upon receipt. Telemetry, pacing, sensing, impedance, patient notifier, high voltage output, high voltage shock, and capacitor maintenance were tested and no anomalies were found. The cause of the field event of capacitor charge timeout remains undetermined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a follow-up in clinic, the device was interrogated and there was a charge time-out alert noted on the device. The device was explanted and replaced to resolve the event, and the patient was stable with no consequences.